Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since more than 9 years have passed since the subject device was manufactured, the power adaptor failure is likely due to normal aging deterioration.

Manufacturer narrative:
An olympus field service engineer (fse) provided assistance to the customer on troubleshooting the issue and found the ac power adapter to be defective. The fse recommended that the customer contact customer service and place an order for a new one. According to the customer, the part is on back order. The device will not be returned for evaluation. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported that a liquid crystal display (lcd) monitor failed to power up. The monitor did not turn on and the screen was black. There was no patient involvement or injuries reported. No additional information has been obtained.